Event description:
It was reported by the patient that the omnipod dash controller gave an uncommanded bolus after they had already initiated a lunch bolus. The patient made an appointment to be seen by a physician but was not admitted. The patient ended up ingesting some fast acting carbohydrates to combat going into a hypoglycemic state. No treatment was provided for the reported issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.